Event description:
It was reported that the ventilator failed internal leakage test and gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing internal leakage test has been confirmed during evaluation of the provided problem description and service report. Log files were not provided. Our field service engineer (fse) was on site to investigate the reported issue further and found out that the air gas module was defective and it required replacement. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).